Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the side bail covers were broken, the battery drawer was contaminated and two control knobs were broken. (B)(4).

Event description:
It was reported that the external pulse generator (epg) was returned for service. It was analyzed and tested out of specification. There was no indication of any patient involvement.